Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed two open sores under the breasts, especially the left breast. The patient also reported a red rash shaped like a line. The patient's doctor advised her to allow the sores to dry out. The patient also reported applying curad vitamin a&d ointment and that the doctor had prescribed a powder for the sores. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.